Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7206160.

Event description:
It was reported that during a lead pull it was found out that the patient had a superficial infection at the lead entrance site. Symptoms were swelling and puss at the site. The infection was not device related, the tape came off and the patient rebandaged. The patient was put on antibiotics and the patient was reportedly doing well. The explanted devices will not be returned per hospital policy.